Event description:
Received product recall notice and have 4 boxes of a potentially contaminated lot; lot 25k004662, pt code: 4582, device code: 1420. Reference reports mw5186101, mw5186102, mw5186104.